Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the ins was replaced on (B)(6) 2025. The ins was disposed at the time of replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated it has not been working for a while. The patient stated they had surgery on their ankle so they were not using the stimulator and they did not need the ins / therapy. The patient stated they want to turn the ins back on and charge it but it will not connect to charge since 6 months ago. Patient services (pss) noted the ins was likely overdischarged. The pt stated the last time they charged the ins was a couple of years ago. The patient verified they are charging the recharger. (B)(6) 2025: additional information was received from the manufacturer representative (rep) that the patient was waiting on images and would be moving forward with the battery replacement once all insurance and results came back. They could not connect to the battery during the appointment at the hcp's office on (B)(6) 2025.

Event description:
Rep reported as far as they were aware, the battery was just not used and now he wanted it replaced. Patient to get it replaced on 4/10.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.